Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that the monopolar curved scissors (mcs) instrument was stuck on universal surgical manipulator (usm) 4. The customer attempted to insert or retract and got a message that the arm was not free to move. The tse recommended removing the instrument and cannula. After customer removed the instrument and cannula, they were going to remove the instrument when the usm was moved to the side. Tse emailed customer pictures to assist with removal of the instrument. Customer hung up to continue with the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer and was told the system and usm4 functioned as intended without any issues. The system was working properly and no additional action was required. No site visit was required. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed the following possible related system errors: 31009 - instrument sensors missing. A tool was fully detected, but then lost one or more, but not all of the tool sensors for three-plus seconds on usm4. Additional log reviews confirmed that system (B)(4) was used on (B)(6) 2022 for a radical prostatectomy extraperitoneal with lymphadenectomy procedure. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.